Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), telemetry between the ipg and the programmer could not be maintained during testing of the device. The ipg was retrieved, removed from the body and interrogated utilizing a wand and sterile sleeve. The testing outside of the body was performed with ease. It was deduced that the inability to achieve telemetry was due to the ipg proximity to the patient's implanted left ventricular assist device (lvad). As a result, the physician re-positioned the ipg higher up the septum, further from the lvad and the nurse adjusted the frequency of the lvad. With the adjustments, the programmer was able to communicate with the ipg. It was added that following the change in ipg location, the impedance of the ipg ranged above normal limits. The physician chose to accept the impedance values based on the previous placement difficulty and the ipg remains in use. No patient complications have been reported as a result of this event.